Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. No other complaints reported for the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant surgery, operation room temperature was dropped to 50 degrees fahrenheit. During procedure lens had cracked and lens had to be cut out, procedure was completed with no report of patient harm.

Manufacturer narrative:
Associated products were not provided. It is unknown if qualified associated products were used. Information was provided that the root cause for the damaged lens was the or temp had dropped to 50 degrees f and during the procedure lens cracked and lens had to be cut out. The recommended temperature range in the instruction for use (IFU) for the iol delivery system is temperatures between 18° c (64° f) and 23° c (73° f). The manufacturer internal reference number is: (B)(4).